Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displayed an initial accurate fil estimate of over 240 units of insulin. Reportedly, the customer was unable to provide the amount of insulin delivered since the cartridge had been loaded. Although requested by tandem technical support, the customer declined to perform troubleshooting and ended the call. There was no reported impact to the customer's blood glucose level.